Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (ess205) (batch no. 509406) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and discomfort. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("ibs"), libido decreased ("decreased sex drive"), vulvovaginal dryness ("vaginal dryness"), hot flush ("hot flashes"), bacterial infection ("bacterial infection"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), ovarian cyst ("ovarian cyst") and vaginal infection ("vaginal infection") and was found to have uterine leiomyoma ("uterine leiomyoma (fibroids)") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and underwent ablation). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, irritable bowel syndrome, libido decreased, vulvovaginal dryness, hot flush, bacterial infection, uterine leiomyoma, vaginal discharge, weight increased, abdominal pain, ovarian cyst and vaginal infection had not resolved. The reporter considered abdominal pain, bacterial infection, bladder disorder, dysmenorrhoea, dyspareunia, hot flush, irritable bowel syndrome, libido decreased, menorrhagia, ovarian cyst, pelvic pain, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal dryness and weight increased to be related to essure (ess205). The reporter commented: current weight 240 lbs. Left side- 7 coils remaining, right side- three coils remained diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: unilateral occlusion (right tube occluded); on (B)(6) 2006: tubal patency on the left (first hsg). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (ess205) (batch no. 509406) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and discomfort. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("ibs"), libido decreased ("decreased sex drive"), vulvovaginal dryness ("vaginal dryness"), hot flush ("hot flashes"), bacterial infection ("bacterial infection"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), ovarian cyst ("ovarian cyst") and vaginal infection ("vaginal infection") and was found to have uterine leiomyoma ("uterine leiomyoma (fibroids)") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and underwent ablation). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, irritable bowel syndrome, libido decreased, vulvovaginal dryness, hot flush, bacterial infection, uterine leiomyoma, vaginal discharge, weight increased, abdominal pain, ovarian cyst and vaginal infection had not resolved. The reporter considered abdominal pain, bacterial infection, bladder disorder, dysmenorrhoea, dyspareunia, hot flush, irritable bowel syndrome, libido decreased, menorrhagia, ovarian cyst, pelvic pain, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal dryness and weight increased to be related to essure (ess205). The reporter commented: current weight (B)(6) lbs. Left side- 7 coils remaining, right side- three coils remained. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: unilateral occlusion (right tube occluded); on (B)(6) 2006: tubal patency on the left (first hsg). Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received- previously reported event "injury to herself" updated to "pelvic pain", events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder problems, urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), ibs, decreased sex drive, vaginal dryness, hot flashes, bacterial infection, pelvic pain, uterine leiomyoma (fibroids), vaginal discharge, weight gain, abdominal pain, ovarian cyst, vaginal infection", lot number, reporter, medical history, lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.